Event description:
It was reported that during a da vinci-assisted surgical procedure, the intra-abdominal pressure suddenly dropped and the scrub nurse noticed that the end of the insufflation port broke off the cannula seal and got stuck to the tubing side. There was no reported injury.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and additional information was provided that the image appeared to show tubing which potentially had a universal seal¿s broken luer fitting attached. Isi has not received the da vinci product with an alleged issue to perform failure analysis.